Manufacturer narrative:
Summary of eval: examination results suggest this event is not device related but rather is associated with mal-positioning or ligament balance.

Event description:
Pt complained of instability with her left knee tibial insert. X-rays revealed some poly wear. Pt required revision surgery.